Event description:
A healthcare professional called for help with the customer's contour meter. The contour read 581 mg/dl, while another meter read 141 mg/dl when the customer's blood glucose was tested. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.